Manufacturer narrative:
The device was returned to the service center for a physical evaluation. A visual inspection was performed at the distal of the device using a microscope revealed charring deposits, dried tissues, and one end of the loop appeared to be melted off, not missing. The distal fork is slightly bent inwards. Additionally, the device was received with the metal shaft broken/split open exposing internal insulation, but its proximal end has no physical damage. A functionality test could not be performed due the damaged condition of the device.

Manufacturer narrative:
The referenced electrode (a22201c) was not returned to olympus for evaluation. However, the loop wire breaking off the electrode is a known issue and the OEM has performed an investigation. The investigation revealed the loop wires of the affected electrodes were damaged from defective manufacturing equipment. A field safety corrective action (fsca) / removal action has been initiated. If additional information becomes available or if the electrode is returned to olympus for evaluation at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed the loop wires of three (3) electrodes broke during a transurethral resection of a bladder tumor (turbt) procedure. Only one loop wire broke and fell inside of the patient's bladder. The loop wire was retrieved from the patient using grasping forceps. Two loops were deemed out of the box failures and a fourth electrode was used to complete the procedure. No patient injury was reported.